Event description:
The patient reported that their livongo blood pressure monitor was reading 20 points higher compared to manual readings at their doctor's office. The livongo monitor was reading 151/83 and the manual reading was 112/70. The patient also stated that their doctor previously adjusted their medication based on their livongo readings.

Manufacturer narrative:
The patient received a replacement monitor and the device that caused the initial concern was requested back for the investigation. The device was not returned. If the device is returned back for testing, a supplemental report will be filed with the investigation conclusions.